Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and subsequent ER visit. However, based on the available information, the event appears to be related to user error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6), 2025, she had previously removed a pod and did not replace it for approximately two hours, resulting in blood glucose levels increasing to 500 mg/dl. She then applied a new pod but decided to go to the emergency room for management of the elevated blood glucose levels. Emergency room staff removed the newly applied pod and administered insulin and fluids. The patient was not admitted to the hospital and was treated in the emergency room only, and subsequently left the same day.